Event description:
During use of the device for an endoscopic vein harvesting procedure, the user reported the image displayed through the endoscope was dark. The user reported this issue was discovered approx two months ago, and there have been about 25 occurrences of the same event. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.